Manufacturer narrative:
A customer in (B)(6) reported a potential misidentification of shigella soneii on vitek® ms. The customer later confirmed that the identification obtained on vitek® ms was initially escherichia coli and there was no misidentification. An investigation was performed. A review of the data file confirmed the vitek® ms gave a single choice to e. Coli. There is a limitation of the system with shigella. This limitation is mentioned in the vitek® ms knowledge base (kb) user manuals kb v2.0 clinical (manual ref (B)(4)) and kb v3.0 clinical (manual ref (B)(4)): "shigella species and e. Coli o157 are identified as escherichia coli. Confirmatory tests are required to differentiate escherichia coli from shigella species or e. Coli o157." The investigation concluded that there was no issue with the vitek® ms, as it worked as intended.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® ms. The customer reported a potential misidentification on vitek® ms and when using vitek® 2 gram-negative (gn) ID test kit on vitek® 2. The customer tested from stool samples on hektoene strain and obtained: - on vitek® ms : shigella. - on vitek® 2 gn card : shigella soneii 95%. The strain was grown twice again on a cos media. A second vitek® 2 gn card was tested and gave a result of shigella soneii 95%. Customer sent the strain to reference laboratory (B)(4) who gave as result: no shigella. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. An internal biomérieux investigation will be initiated.